Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient had been suffering from chronic otitis media and cholesteatoma since 2010. A revision surgery was carried out in (B)(6) 2014, which was reported as successful as the cholesteatoma had been removed completely and the implant had remained intact. The patient's hearing performance had not been affected by the surgery. In (B)(6) 2015 a decrease in hearing performance was observed. Reportedly the electrode array had extruded from the cochlea. Concerned cochlear implant was explanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: based on the received information, the patient had a cholesteatoma which was removed successfully. After this surgery, the active electrode migrated partially out of cochlea (2 electrode channels reportedly extra-cochlea). The migration of the electrode is possibly related to an inadequate fixation of the active electrode after the revision surgery. The patient has been re-implanted with a new device. This is a final report.

Event description:
In (B)(6) 2015 a decrease in hearing performance was observed. Reportedly the electrode array had extruded from the cochlea. Concerned cochlear implant was explanted on (B)(6) 2015.